Manufacturer narrative:
The company representative observed that after 30 minutes of assist run time, the vacuum valve (k7) will overheat and make a metal clicking. The company representative replaced the drive manifold assembly (0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp made a "clicking noise". The patient was switched to another iabp and therapy was continued. No patient injury was reported.